Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -10.5 into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a shorter lens due to excessive vault and the problem was resolved. The cause of the event is reported as unknown.